Manufacturer narrative:
Evaluated one random opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications. Also, performed bicarbonate buffer test and sensor failed with high readings.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor has been reading low and she is not and the insulin pump went into threshold suspend. Last sensor reading was 90 mg/dl and blood glucose was 303 mg/dl. Customer's last blood glucose value was 415 mg/dl and she received a change sensor alarm. She treated with the insulin pump. Customer was advised to change the sensor and product would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.